Event description:
Event: patient was released from the hospital recently. Freq: inject 1 syringe intra-articularly into right knee once weekly for three weeks. Prescriber contact information: (B)(6). Ph: (B)(6). Fax: (B)(6).